Event description:
During index procedure, the patient had one endeavor sprint rx drug-eluting stent successfully deployed at mid lad. Approximately 13 months post index procedure, patient experienced instent coronary artery restenosis and stent thrombosis. Patient was hospitalized and treated with medication.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (thrombosis). (B)(4).